Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device main drawer 2.1 row c pockets were not detected on bus. The field service engineer (fse) verified the issue in the medication application and further diagnosed it using the hardware test application. After removing the cubies, error indicators identified the retractor band as the root cause. The fse powered down the station, replaced the faulty drawer retractor band, restarted the device, and successfully completed functionality testing, confirming proper operation and resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 2.1 row c pockets were not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.